Event description:
It was reported ongoing intermittent occlusion alarms occurred eventually resulting in the customer's blood glucose level displaying as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and continued to use the pump for insulin therapy.